Manufacturer narrative:
The reported error 05 was replicated during analysis. Clearing the error 05 status resulted in the resolution of the error. The cause of the error was determined to be the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.